Event description:
We received pump directly from the manufacturer. Pump would not power on upon receipt. Pump failed to power on despite operation attempts on battery and also while plugged into outlet.